Event description:
The customer reported that she was unable to remove the sensor's needle from her body. No further information was provided.

Manufacturer narrative:
The introducer needle of the sensor was not returned and failure analysis could not be performed.